Event description:
It was reported that the touch screen on the stenoscope system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen was adjusted during the service call. The system was tested and found to be working as intended and put back into service.